Event description:
It was reported to medtronic minimed that the customer experienced serter anomaly, product not adhering/sticking, lost sensor alarm, no communication from pump to transmitter, needle anomaly, needle hard to remove, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7512g, mmt-7040a, mmt-1884l, mmt-7841zn, mmt-7040a, mmt-7040a. Troubleshooting was partially performed. The customer was reporting issues with sensor serter. Unable to determine reason for issue. Customer reported sensor/introducer needle broke, was damaged, or the introducer needle was hard to remove. Customer reported an issue with the sensor tape sticking. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the transmitter. Mmt-7512g was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.